Manufacturer narrative:
Insulin pump passed the displacement test, idle current test, run current test, self test and off no power test. Insulin pump received with normal operating currents. No failed battery alarm noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple occurrence of the failed battery test. Customer's blood glucose level was 286 mg/dl at the time incident. The customer was assisted with the troubleshooting. The device will be returned for the analysis.